Event description:
A potential product issue has been reported internally with our artiste mv sa linear accelerator. In the abundance of caution this issue is being reported. The artiste with siemens mlc doesn't have an accessory slot # 2 so defining real accessories for slot 2 and 3 would only be usable by a machine without siemens mlc. Nevertheless rtt/pvgw could corrupt non artiste plans when the user decides to edit these plans on rtt. There was no injury reported. Initial risk analysis is complete. Corrective action is pending root cause analysis and results of investigation. Final root cause analysis is pending results of requested investigation.

Manufacturer narrative:
Risk assessment indicates: 3 (critical) reason: a critical organ can get wrong dose during treatment if blocks are missing. Note: (B) (4). Probability: d (occasional) for non-artiste machines it is unlikely that the user would explicitly edit a beam. Other than with the issue of removed unknown wedges, the beams are not updated without explicit user interaction by the error analysed here. The probability for the sw error to result in mistreatment is d. The following additional issues may reduces the probability: will occur several times as blocks are not used very often if an mlc is in use. If a treatment for a patient is started with a block, the removed blocks for treatment beams will be recognized by the clinical user with high likelihood. The described behaviours of the referenced charms are clinically improbable, but of course combinations like the described one is not impossible. There are no other products concerned with this issue. No serial number or date of manufacture is listed as this complaint does not refer to a specific machine.